Event description:
It was reported that the valve was damaged. The damage was noted during a follow-up surgical procedure for an unrelated infection. The valve was explanted.

Manufacturer narrative:
The product has not neen returned to the MFR.